Manufacturer narrative:
Model number/catalog number:72018501. Serial number: n/a. Batch/lot number:1100748058. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # : (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The first cylinder exhibited wear at a fold in the middle of the cylinder, with a hole identified in the same area consistent with contact from a sharp instrument. A leak was identified in the middle of the first cylinder and was attributed to damage from a sharp instrument. The second cylinder also exhibited wear at a fold in the middle of the cylinder; however, it passed the leakage test. The ms pump passed visual inspection, and no damage or abnormalities were observed. The ms pump also passed the leak test but did not pass activation test 3. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and excess force or friction on silicone leads to stress, strains, holes or tears were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the allegation of cylinder inflation issue was most likely determined to be the ms pump not passing activation test 3. The ms pump not passing of activation test 3 can cause a cylinder inflation issue as if the pump does not activate correctly during cycling, the cylinders would not inflate with fluid properly. The allegation of a hole/perforation in the tubing was unable to be confirmed as no holes/leaks were identified in the returned kink resistant tubing (krt). The sharp instrument damage on first cylinder most probably occurred during the explant surgery and will be considered a secondary device issue. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that never inflated. A revision surgery was performed, during which the physician confirmed that the device would not inflate due to a hole in the right cylinder tubing. The cylinders were replaced while the reservoir was left in place. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforated and inflation issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that never inflated. A revision surgery was performed, during which the physician confirmed that the device would not inflate due to a hole in the right cylinder tubing. The cylinders were replaced while the reservoir was left in place. There were no patient complications.